Event description:
Asr revision; resurfacing left hip; reason for revision - resurfacing neck fracture - cup left in situ. Fracture occurred within 3 months post op. See dint (B)(4) for xl revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.